Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic area pain') in a 32-year-old female patient who had essure (batch no. C51338) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, urinary tract infection, stress urinary incontinence, rectocele, overweight, urinary tract infection, abdominoplasty, urinary incontinence, coughing, sneezing, urination involuntary, dysplasia, cystourethrocele, rectocele (rectocele with a gaping vulva and relaxed perineal muscles), paratubal cyst, high grade squamous intraepithelial lesion (high grade squamous intraepithelial lesion (cin3) of cervix secretory endometrium paratubal cysts.) And cystorectocele. The adnexa are negative. Previously administered products included for prevent pregnancy: nuvaring. Past adverse reactions to the above products included pregnancy with nuvaring. Concurrent conditions included urine incontinence, dysplasia and pap smear abnormal. Concomitant products included ciprofloxacin hydrochloride (cipro), minocycline, nsaids and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression/ psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal bleeding"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the depression, anxiety, bladder disorder, urinary tract disorder, dysmenorrhoea, vaginal discharge and genital haemorrhage outcome was unknown. The reporter considered anxiety, bladder disorder, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: both side- 5 trailing coils. Essure confirmation test: no (discrepancy). Current weight 180 lbs. There were five coils remaining on the right and five coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.7 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Batch no: c51338 production date : 2014-04-30 expiration date : 2017-04-30 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. New event "gen. Abnormal bleeding" added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic area pain') in an adult female patient who had essure (batch no. C51338) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, urinary tract infection, stress urinary incontinence and rectocele. Previously administered products included for prevent pregnancy: nuvaring. Past adverse reactions to the above products included pregnancy with nuvaring. Concurrent conditions included urine incontinence, dysplasia and pap smear abnormal. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2015 , the patient had essure inserted. In (B)(6) 2016 , the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the depression, anxiety, bladder disorder, urinary tract disorder, dysmenorrhoea and vaginal discharge outcome was unknown. The reporter considered anxiety, bladder disorder, depression, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: both side- 5 trailing coils essure confirmation test: no (discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Batch no: c51338 production date : 2014-04-30 expiration date : 2017-04-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jun-2019: quality safety evaluation of product technical compliant. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic area pain') in an adult female patient who had essure (batch no. C51338) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, urinary tract infection, stress urinary incontinence and rectocele. Previously administered products included for prevent pregnancy: nuvaring. Past adverse reactions to the above products included pregnancy with nuvaring. Concurrent conditions included urine incontinence, dysplasia and pap smear abnormal. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the depression, anxiety, bladder disorder, urinary tract disorder, dysmenorrhoea and vaginal discharge outcome was unknown. The reporter considered anxiety, bladder disorder, depression, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: both side- 5 trailing coils, essure confirmation test: no (discrepancy) . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 13-jun-2019: pfs and mr received. Events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mental anguish, bladder problems, urinary problems or changes, dysmenorrhea (cramping), vaginal discharge." Reporter, lot number, medical history, concomitant and historical drug added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.